Event description:
Large osteochondral defect in the anterolateral aspect of the medial femoral condyle was fixed with 2.7 and 3.5mm smartscrews. Eight months postoperatively in repeat arthroscopy the pt was found to have screw head floating free within the pt's joint. After removal of these loose fragments, the pt has resolution of symptoms and improved clinically.